Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28mm x 3.00mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). Following predilatation, residual stenosis was 70%. While inserting and advancing a 28 x 3.00 promus select stent, significant resistance occurred, and the stent was unable to cross the lesion due to calcification and the struts became distorted. The device was removed and the procedure was completed with a different device. No patient complications resulted in relation to this event and the patient was reported to stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. The promus select ous mr 28 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28mm x 3.00mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). Following predilitation, residual stenosis was 70%. While inserting and advancing a 28 x 3.00 promus select stent, significant resistance occurred, and the stent was unable to cross the lesion due to calcification and the struts became distorted. The device was removed and the procedure was completed with a different device. No patient complications resulted in relation to this event and the patient was reported to stable following the procedure.